Manufacturer narrative:
H3: product analysis: evaluation determined that the reported malfunction of tool stuck was confirmed. The likely cause of failure is detached bearings. It was also noted that the tip of the tube was deformed, big spacer was scratched and laser markings were faded. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It is reported that device with the report of attachment cannot be retained with tool. It is reported that there is no patient involvement. Additional information received stated that the distal bearing got detached.